Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the caller said the therapy is set at 3.5 and they can't get it off of there. It is very uncomfortable when it goes to that setting. When they hit the minus it doesn't move the amplitude stays there. The issue started last week. The stimulation should be at 1.2 or 1.5. The patient can't get into the doctor until august. The patient mentioned they are having to use pads, where they didn't have to use them before. Caller didn't want to troubleshoot and put the programmer against stimulator because she didn't want to get uncomfortable stimulation. Patient finally decided it would be ok to check their settings. The patient programmer showed their stimulation was off and at 3.5. Had patient decrease the stimulation, turn the stimulation on, and then increase stimulation to comfortable level. Told caller to monitor their symptoms for a couple days and see if their symptoms improve.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.